Manufacturer narrative:
As per the manufacturer's sales representative, the pump was repaired onsite.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, there were yellow vertical lines on the pump display. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: d10, h3 and h6. The field service representative (fsr) verified that the display was malfunctioning. He replaced the display. The unit operated to the manufacturer's specifications. The suspect unit was returned to manufacturer for further evaluation.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the small display assembly to function properly with no yellow lines observed. It was also noted that the display to application board ribbon cable was not sent in for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.